Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389-40, lot# 0209156364, implanted: (B)(6) 2015, product type: lead. Product ID 3389-40, lot# 0209168890, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015, there was a potential infection around the connector wires and face. There was redness and some tenderness alongside the extension in the lower third of the neck. The redness had spread along the neck. Actions taken included unscheduled clinic or office visit and medications were administered in the form of flucloxacillin 1g 4 times a day for 14 days for prevention of potential infection on (B)(6) 2015. No surgical intervention was required and none was planned. The outcome was resolved without sequelae. The event was only procedure related. The event was non-serious. Patient's medical history included breast cancer, melanoma and chemotherapy was received.

Event description:
Additional information received reported swabs were taken on (B)(6) 2015 due to the redness and tenderness (that was previously reported).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the wound was dry so no swabs were taken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had reported the event (B)(6) 2016. Etiology was noted as unlikely related to the device or therapy, unlikely related to the implant procedure, and noted as surgery/anesthesia.